Event description:
Customer reported that while the restraint was applied to a pt, the pt pulled with force and the locking mechanism detached from the restraint releasing the pt. There was no pt injury reported.

Manufacturer narrative:
(B)(4): eval of the returned product revealed that one of the cuffs locking mechanism has separated from the cuff and it was returned in a small plastic bag. The other cuff buckle does not lock when it should. There is no visible indication as to why it did not lock. Note: posey instructions for use warning indicates: before each use, check cuffs and straps for cracks, tears, and/or excessive wear or stretch; cracked or broken buckles or locks; and/or that hook and loop adheres securely, as these may allow pt to remove cuff. Discard if device is damaged. (B)(4).